Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the implant, material fragmentation of the catheter tether was noted, resulting in it becoming free-floating. Due to the separation of the tether, the lp prematurely separated from the catheter. As the lp was in position during separation, it was elected to not intervene further. The tether was able to be retrieved. There were no patient consequences.